Manufacturer narrative:
Received one (1) used d1000 tego connectors for inspection. As received, the seal at the post had been torn. The fluid path was found to be clear when activated by a male luer. The reported complaint of no flow was unable to be replicated or confirmed. The probable cause of the torn seal is due to overtightening during use. Dfu states: "do not overtighten." The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 7/25/2024.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received. Additional contact (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego¿ connector where it was reported multiple tego connectors have obstruction issues over a period of time. The complaints occurred during dialysis or already when flushing, the sealing caps partially pinch shut or close completely. There was patient involvement and no patient harm. No further information was available.